Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net transmission and far field r-wave oversensing was observed on the device resulting in several auto mode switch episodes. Patient later presented to clinic and programming changes were made. Patient is stable.